Event description:
Patient scheduled today for repositioning of the iol. Doctor removed the iol due to a broken haptic. The implant was freely mobile although it was well centered. When it was moved to the side it was apparent that the inferior haptic had broken off of the implant and that was the reason for the dislocation. When the iris was retracted inferotemporally the haptic was visible. Manufacturer response (as per reporter) for iol, foldable ma50bm, iol, foldable ma50bmawaiting response